Manufacturer narrative:
Clevis pin, rod end link.

Event description:
It was reported by service report that the brakes would not remain engaged. No pt involvement or adverse consequences were reported.